Manufacturer narrative:
No medwatch form was received. Review of quality records. Externalized conductors due to internal insulation abrasion were found at 7.3-9.9cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Other internal insulation abrasions were also found at 7.2- 7.9cm, 11.2-12.2cm, 12.6-12.8cm, 14.2-16.0cm and 33.4-34.0cm from the distal tip. The etfe coating was intact at all abrasion locations.

Event description:
Due to infection the lead was explanted. Prior to removal via x-ray externalized conductors were noted. Chronically high tresholds were also noted. The lead was explanted and replaced.